Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cerebrospinal fluid did not flow normally within the valve and occlusion was suspected. The valve was explanted and replaced with a new valve. There was no known impact or consequence to the patient.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for reflux and leak testing. However it did not meet the requirements for pressure-flow and pre-implantation testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device indicate that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.